Event description:
The total revision surgery to my left knee is considered unstable and has left me in constant pain with little to no options for relief. Tibial loosening is showing radiographically. I had a total knee replacement in (B)(6) 2010, with depuy pfc sigma rotating platform that failed within a year and a half. I then had a total knee revision in (B)(6) of 2014 of which I am now told is yet another failure due to instability. The only option left is a hinge which is not recommended for someone at (B)(6) years of age. So I am left with an extremely painful and unstable knee. X-rays show lucency at the bone cement interface of the tibial component medially and lateral tilt and subluxation of the patella.